Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric, de novo, 26x3.5mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. Following the insertion of a non-bsc guide wire and pre-dilatation of the target lesion with a non-bsc balloon catheter, a 3.50x28mm promus element¿ plus drug-eluting stent was deployed at the lesion site. Post-deployment, the physician noted a type b dissection at the distal site of the stent. The physician then deployed another 3.0x20mm promus element stent to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable and is responding well to medications.